Manufacturer narrative:
(B)(4).

Event description:
According to the inserting physician, the dilator bent very easily upon entry into the patient's vessel while advancing over the spring wire guide.

Manufacturer narrative:
Qn# (B)(4). The customer returned one psi sheath ext. Assy. With the dilator for analysis. The sample was returned with the dilator completely inserted through the sheath. Signs-of-use in the form of biological material was observed on the sheath body. Visual analysis on the returned sample revealed that the dilator body was bent near the distal end. It was noted that the bend was located at the point where the distal end of the sheath meets the dilator body when fully inserted. This indicates that the bend likely occurred during the insertion process. The kink in the dilator was located approximately 38mm from the distal end. The dilator body diameter from the hub to the distal tip measured 6 13/16", which is within the specification limits. The dilator inner diameter measured .061" , which is within the specification limits. The dilator outer diameter measured .112", which is within the specification limits. The dilator was inserted through the proximal end of the sheath. Little resistance was observed when the bend reached the sheath; however, the dilator was able to be completely inserted with little difficulty. The customer reported that "the dilator bend very easily upon insertion". Hence, the complaint dilator was compared to a lab inventory dilator. No significant differences were observed. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit provides suggested techniques for insertion. The IFU informs, "perform skin wheal using desired needle." Additionally, the IFU states, "grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel." The report of a bent dilator was confirmed through complaint investigation of the returned sample. The dilator body was bent at approximately the location where the distal sheath opening meets the dilator when fully inserted. The dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the inserting physician, the dilator bent very easily upon entry into the patient's vessel while advancing over the spring wire guide.